Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at the site event on (B)(6) 2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.